Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a aviva meter, compared to facility meter, within 10 minutes: 419 mg/dl (aviva) and 139 mg/dl on facility meter. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.